Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch) that a female patient underwent a breast augmentation procedure with unspecified mentor saline breast prostheses and suffered several unexplained systemic symptoms, including bilateral breast pain, fatigue, intolerance to heat that causes patient to become nauseous, dizziness, diarrhea, lightheadedness, vertigo, ringing in the ears, chronic sinus infections, sensitivity to sound, light, and smells, chronic migraines, gastrointestinal problems, anxiety, joint pain, fibromyalgia, insomnia, brain fog, gallbladder disease, loss of libido, yeast infections, heart palpitations, dry skin, and food intolerances . No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the left breast prosthesis.